Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer liquid leaked. There was no patient harm only an increase in procedure time. It was reported this occurred with three devices. This report addresses the first device.

Event description:
It was reported by the customer liquid leaked. There was no patient harm only an increase in procedure time. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was unconfirmed because the problem could not be reproduced. The products returned for evaluation were four sealed 4 fr sl groshong nxt catheter kits. Visual inspection of each unit was unremarkable. The catheter of each kit was leak tested before and after assembly of the two-piece connector, by flushing the unit with water using a 12 ml luer lock syringe; however, no leaks were identified. Based on the available evidence, the reported failure could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer liquid leaked. There was no patient harm only an increase in procedure time. It was reported this occurred with three devices. This report addresses the first device.